Event description:
It was reported that the catheter shaft broke. The target lesion was located in the tortuous and moderately calcified artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for treatment within the target lesion. The balloon was inflated and deflated without issue. As the wolverine coronary cutting balloon was being withdrawn, it kinked and then broke into two pieces. The device was pulled back into the guide catheter and fully removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon wings were found to be wrapped. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at 19.6 cm distal from the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination was completed, and no issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter shaft broke. The target lesion was located in the tortuous and moderately calcified artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for treatment within the target lesion. The balloon was inflated and deflated without issue. As the wolverine coronary cutting balloon was being withdrawn, it kinked and then broke into two pieces. The device was pulled back into the guide catheter and fully removed. The procedure was completed with another of the same device. No patient complications were reported.